Event description:
Physician reports patient had ultrasound examination which showed late seroma and capsular contracture grade 3 on the right side. Device has been explanted and exchanged.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis: visual analysis of the photographs identified: white particles on the surface of the shell. Deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation analysis of the returned device identified: weight to spec, deformation device and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is:no issues found related with the manufacturing process.

Event description:
Physician reports patient had ultrasound examination which showed late seroma and capsular contracture grade 3 on the right side. Device has been explanted and exchanged.